Event description:
Consumer called to report a low yesterday, while at a stop light. Medical professionals had to transport her to an emergency room. She thinks the meter is running higher than it should, maybe treating herself incorrectly.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.